Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced atrial fibrillation (af). It was further reported that their implantable pulse generator (ipg) does not do a good job with their syncope. The ipg remains in use. No further patient complications have been reported as a result of this event.